Event description:
It was reported that this device was found to be operating in safety mode. Technical services was contacted and recommended emergent device replacement to resolve the event. At this time, the device remains implanted and in-service.

Event description:
It was reported that this device was found to be operating in safety mode. Technical services was contacted and recommended emergent device replacement to resolve the event. Inquiries were made regarding the explant procedure, but no further information was provided. At this time, the device remains implanted and in-service.